Manufacturer narrative:
Unknown manufacturer: (B)(4). Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that unspecified bd¿ cap was getting stuck. The following information was provided by the initial reporter: caps are getting stuck on cvl. Medication came out of the connection between the line and cap. Event 7: complaint 1: it was reported that caps are getting stuck on cvl. Complaint 2: medication came out of the connection between the line and cap.